Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the electrode array was not placed inside the cochlea. Immediate post-operative xrays confirmed this conclusion. The surgeon reportedly did not want to try to revise the array at that time as the surgery had lasted 5 hrs and the surgeon had encountered significant bleeding during the procedure. The device will be explanted and the pt will be reimplanted with a new device in 2007.